Event description:
The customer reported that the device powered on and off during a pt use. The device use had no adverse effects on the pt. There were no further details on the event and/or the pt provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device, verified the reported intermittent on/off failure. Physio replaced a failed battery and observed proper device operation through functional and performance testing. Add'l batteries that were in use with the device were also replaced as a precautionary measure. The device was then returned to the customer for use. The removed battery was further evaluated at the failure analysis ctr and critical codes observed.